Event description:
Literature was reviewed regarding the predictors of high-degree atrioventricular block (havb) in patients with new-onset left bundle branch block (lbbb) following transcatheter aortic valve replacement (tavr). Medtronic (evolut = 14) and non-medtronic (edwards sapien = 20) valve types were used in the study. Adverse events that occurred were described as follows: new-onset lbbb after tavr; development of havb (defined as symptomatic mobitz ii av block or higher, complete heart block, or ventricular pacing burden greater than 10% by device interrogation); and need for permanent pacemaker implantation (either during the index hospitalization after tavr or during follow-up). No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: abdulsalam nm, et al. Predictors of high degree atrioventricular block in patients with new onset left bundle branch block following transcatheter aortic valve replacement. Journal of interventional cardiac electrophysiology. 2022 dec;65(3):765-772. Doi: 10.1007/s10840-022-01361-3. Epub 2022 sep 2. A copy of the article was not attached as digital sharing would be in violation of copyright permission. Earliest date of publication used for date of event. Medtronic product referenced: ¿evolut core valve¿. Based on the study date range of january 2014 to february 2019, the following evolut valves may have been used: evolut r (product code npt, PMA# p130021) and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.